Manufacturer narrative:
H6: correction to patient codes (ime/annex e): e2403 no longer applies medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Brown, a.e., lambie, c., choudry, m.m., durant, a.m., lu, p. G., rappaport, d.e. (2025). Rectal perforation due to interstim® sacral neuromodulation device lead migration. The journal of emergency medicine. Vol. 76, no. C, pp. 60¿63, 2025. Https://doi.org/10.1016/ j.jemermed.2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'rectal perforation due to interstim® sacral neuromodulation device lead migration'. The following medtronic devices were used: interstim® sacral neuromodulation (smn). Among patient's adverse events/device performance issues included: it was reported 43 year old female patient presented to the emergency department (ed) with rectal pain and gastrointestinal symptoms. It was later uncovered that patient had a lead migration leading to rectal perforation, that presented as 2 months of rectal pain and bleeding. About 2 months prior to presentation, patient reported having experienced a week of profuse bright red blood per rectum, and was told by a provider it was likely related to a possible fissure or hemorrhoids. At this time, patient also had endorsed left sided postprandial abdominal pain that subsequently subsided. During the next 2 months, patient reported increased urination, intermittent subjective fevers and nausea leading up to her evaluation. Approximately 1 week before presentation, patient's bleeding became more significant with associated irregular bowel movements. On colonoscopy, a foreign object was visualized in the rectum and noted to be piercing the wall of the colon. On examination, the patient endorsed severe rectal pain. A CT scan of the abdomen and pelvis revealed a wire from the stimulator device traversing through a sacral neural foramen and extending anteriorly into the rectum with associated adjacent fat stranding and mild thickening of the rectal wall. The patient¿s snm device was determined to be chronically malpositioned for 2 months with associated lead migration resulting in rectal perforation and their current set of symptoms. Patient later elected to receive care at the outside urologic group who had performed their most recent device replacement. No further information was provided pertaining to medtronic products.